Event description:
As reported to coloplast though not verified, the patient experienced mesh extrusion, infection, pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.